Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the laa. The hemostasis valve could not be closed and backbleed continued to flow from the watchman access system. It was reported that the "screw was tilted". The procedure was completed with another watchman access system. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood inside and on the shaft. The shaft was kinked in three locations, 5.5cm from the hub and 5cm and 7.5cm from the tip. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded, it could not be determined when the thread damage occurred. The valve was partially opened when received. The cap was received tilted and wasn¿t snapped on straight. An attempt was made to close the valve, and the valve was successfully closed without using forward pressure. Functional testing was completed by closing the valve and injecting water into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the laa. The hemostasis valve could not be closed and backbleed continued to flow from the watchman access system. It was reported that the "screw was tilted." The procedure was completed with another watchman access system. There were no patient complications and the patient's condition is stable.